Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a lost transmitter. The customer's current blood glucose level was 400 mg/dl. He treated his high blood glucose level with the insulin pump. The device was not returned.